Event description:
Event description: the physician successfully gained common femoral vein access and successfully accessed the (svc). (Ice) was used during this procedure to visualize the fossa ovalis. This was done successfully, but there were many attempts, and the tenting of the septum was not successfully visualized despite several attempts. The physician rewired the svc four times, and manipulated the brk and sl1 in the vicinity of the fossa ovlis several times also. Finally, after several attempts, the physician felt that we were in an appropriate position to cross in the left atrium. The brk went across first and then the brk was removed, and the safari wire was introduced into the sl1. Next, the watchman access sheath was introduced and the physician flossed the septum. Next, the ice catheter went across the septum into the left atrium. Finally, the watchman sheath went across to the left atrium as well. This was done successfully, and it did not appear that a pericardial effusion was present after crossing, with both, ice and the watchman sheath. The physician then introduced a pigtail catheter over the safari wire. Next, the appendage was cannulated with the pigtail and a contrast shot was done of the appendage. The watchman 27mm was then successfully prepped and introduced into the sheath. After one deployment and pass criteria were done, the device was released. The effusion appeared unchanged at this time. The patient was then transported to pacu. An hour later, the physician was notified that the patient was experiencing chest pain. The decision was then made to intervene and perform a pericardiocentesis on this patient. Patient present at time of event? Yes patient complications: pericardial effusion in the physician's opinion, did the device or procedure cause or contribute to the patient complication? No medical or surgical interventions: a pericardiocentesis was done the day of the case. Patient admitted to hospital beyond the standard of care: yes patient discharged from hospital? Unknown. Patient outcome: expected to fully recover.

Manufacturer narrative:
This report is being filed as a good-faith effort based on the information available. There is no known malfunction of the safari2 device, nor any established relationship between the device and the reported adverse event. Pericardial effusion and additional surgical procedure are identified risks and are listed as potential adverse events in the device's instructions for use. Product was not received for evaluation; therefore, no visual or physical analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use warnings: the safari2 guidewire should be used only by physicians trained in the introduction and placement of interventional devices including those used within transcatheter aortic valve procedures. Carefully read all instructions prior to use. Observe all warnings and precautions. Failure to do so may result in complications. Monitor wire position throughout the procedure for proper placement of the curve and distal tip. When advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. Never advance the guidewire against the resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing the guidewire after device deployment. The wire should only be introduced into or withdrawn from the ventricle through a catheter already positioned into the ventricle. The curve of the safari2 guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. The safari2 guidewire is manufactured with a double curve; attempts to modify may alter its performance. Alterations to curve may lead to complications including perforation or dissection, mitral valve regurgitation, pericardial effusion, cardiac tamponade, cardiac arrest and guidewire replacement. As indicated in the device instructions for use: 1.ensure a catheter is appropriately placed in the ventricle or other intended treatment area. 2.carefully remove the safari2 guidewire, from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3.after inspection of the safari2 guidewire, advance the j-straightener over the distal section of the safari2 wire to straighten the curve. 4.insert the safari2 guidewire into the hub of the catheter with the aid of the j- straightener. 5.carefully advance the distal tip of the safari2 guidewire into the lumen of the catheter. 6.remove the safari2 guidewire j- straightener by withdrawing it over the length of the safari2 guidewire. 7.advanced the safari2 guidewire through the catheter under fluoroscopic guidance. 8.confirm safari2 guidewire curve position to assure safari2 guidewire placement and stability. 9.maintain wire position while tracking or advancing a catheter or device over the wire. 10.to remove the guidewire from the treatment area: a.a catheter must be advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire. B.the safari2 guidewire is pulled back completely into the catheter. C.the safari2 guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that clinical and/or procedural factors have contributed to the event as reported. We reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Lake region's effectiveness of design verification activities brings the overall risk down to as far as possible. The lot number for the device was reported as not available; therefore, section d4 could not be completed, including the UDI number. The sections left blank or unknown on this form could not be completed due to missing information. Attempts were made to gather additional details; however, the distributor has reported that no further information has been received. Should additional information be received, a follow up medwatch report will be submitted. Although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to component code (g) showing up on the missing data report.